Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 700 (mg/dl). The customer delivered manual injections to address their bg levels. While hospitalized, the customer was treated with intravenous insulin. The contact declined to a pump system check with tandem technical support. The customer was released from the hospital on (B)(6) 2016.